Event description:
Consumer called to report a low sugar incident. Reading on the meter was 71 but felt much lower. Gave orange juice but didn't get any better. Called the emt for assistance and they got a reading of 35 minutes later. Believe the meter is inaccurate.